Event description:
Co-seal, a product of cohesion technologies was utilized to augment the repair of a dural leak during spinal surgery. Approximately 3 cc of this biologic glue was utilized during the surgery. The manufacturer claims up to 100% increase in volume over a 24 hour period. This was taken into consideration for the volume applied of approximately 3 to 3.5 cc. The morning following surgery, the pt had significant increase in radicular symptoms. An MRI was performed which revealed a homogenous substance occupying approximately 12 to 16 cc of volume and was encroaching on the spinal canal causing severe compression of the cauda equina -nerves to legs, bowel and bladder-. The pt had to be taken back to the operating room emergently and the volume of biologic glue removed. Approximately 14 cc of material, representing 70% to 80% of the material in the wound was removed and quantitated. This represents a 400 to 500% volume expansion. The pt required an additional 2 days stay in the hosp and still has persistent leg pain that may or may not recover. Pt is lucky they are not paralyzed from this event. If this had occurred at a higher level of the spine, paralysis would have been the most likely outcome. Reporter feels this material is extremely dangerous and should be removed from the market.